Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 37 mg/dl. Customer was treated with chocolates. Customer was not using auto mode. Customer does not allege insulin pump was over delivering. Customer stated that the reservoir retainer ring was properly lock it into place. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.